Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to clinic with a implantable cardioverter defibrillator (ICD) alarm sounding. It was observed that the right ventricular (rv) lead exhibited a sudden increase and high impedance, not capturing, and fracture. The rv lead remains in use, and a lead revision procedure is scheduled. No patient complications have been reported as a result of this event.